Manufacturer narrative:
Bec customer technical support (cts) directed the customer to prime the ise flowcell and try to identify the source of the leak. The customer found liquid leaking from line 14 where it was connected to the fitting. The customer selected 8 samples to retest on another dxc instrument to verify results. All repeated within expected recovery. On (B)(4) 2011, fse performed service on the instrument. The fse found a clog in the waste port. The fse cleaned the port and primed the instrument. The fse verified the repair per established procedures (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) and reported a fluid leak on unicel dxc 800 pro synchron clinical system. The customer stated that the tray under the ise module was full of liquid. There was no effect to patient or user.